Event description:
Material # 305060 batch # 4025439. It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. 3ml syringe was used to draw up IV medication. Upon wasting the medication, registered nurse (rn) noticed the syringe did not have any volume markings. Product number - 305060. Lot number - 4025439. Additional information provided: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. According to the medical record and information obtained, there was no patient harm, complication or negative outcomes. 2. Please share the captured photo of the event if available. According to information obtained, there were no pictures taken or available.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.